Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It is reported that over a year ago, an unknown patient stated that their implantable neurostimulator (ins) turned off by itself; a manufacturer representative (rep) assisted the patient with the issue. No symptoms were reported.